Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was observed on transmission with intermittent undersensing of p-waves. The lead re mains in use. No patient complications have been reported as a result of this event.